Manufacturer narrative:
This report is submitted 03 december 2019. - attachment: [156797 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on 05 november 2019.

Event description:
Per the clinic, the patient experienced infection at implant site which was treated with oral antibiotics, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017.